Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Upon pump display turning on the customer reported that the pump time and date were incorrect. The customer declined further troubleshooting for this issue. Customer¿s blood glucose level was 197 mg/dl.